Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The hyperglycemia was caused by a connection issue with the omnipod personal diabetes manager (pdm). The patient reported he was going to the emergency room due to an issue related to the product. It is not confirmed whether or not any medical attention was sought.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the potential adverse event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned that the controller would not maintain connection between the pod and the cgm which impacted insulin delivery. Inspection of the android log files downloaded from the returned controller found that, after a pod change, the pod timed out while searching for a cgm as indicated by the egv values going from -3 (scan in progress) to -4 (scan stopped). No further evidence of a communication issue was found and the cause of the pod timing out while searching for the cgm could not be conclusively determined. The phb data showed that the system responded accordingly to the lack of cgm while in closed loop, generating the missing cgm alert and putting the system into automated mode: limited. The phb data shows that the system was still suggesting insulin as it show while in limited mode, indicating that the system functioned as intended and continued to deliver insulin even without the cgm paired. Prior to the pod change, the pod was paired with the cgm and was successfully receiving egvs. No evidence of the system improperly delivering insulin was observed in the log files. The controller was paired with an unused pod, which was paired with a cgm emulator, delivered a 5u bolus, was able to switch modes and respond to simulated egvs appropriately, and was able to deactivate the pod with no issues. The exact cause of the reported cgm not pairing with the pod could not be determined.